Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, it has been determined that this event was likely due to patient and/or procedural related factors. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted four (4) months, was explanted due to severe regurgitation. The mitral valve showed a large area of detachment between the 12 noon and 3 o'clock position in the anterior right side. There was a smaller 1 cm rounded area of detachment of the annulus in the 11 o'clock position. The rest of the valve looked normal. The surgeon resized the annulus to a 27mm valve. The explanted device was replaced with another edwards bioprosthetic mitral valve without any difficulty. Good contractility of the ventricle was noticed after cardiology came to perform the postoperative transesophageal echo (tee). The tee showed good seating of the valve with excellent functioning and good ventricular function. The patient tolerated the procedure well. The patient was kept in the or for placement of a transvenous pacemaker. It was also noted patient had another edwards bioprosthetic aortic valve implanted in (B)(6) 2017. The patient was recovered in the cvcu where he remained intubated and on inotropic and vasopressor support. The patient was coagulopathic and required blood product transfusion. He developed multiorgan failure, including acute respiratory distress syndrome (ards). It was decided to transfer the patient to (B)(6) for extracorporeal membrane exygenation (ECMO) and higher level of care; however, during transport the patient had pulseless electrical activity (pea) arrest and expired pod #1.